Manufacturer narrative:
The information received states "balloon burst at low pressure". There is no additional informaton available regarding patient, lesion or procedural characteristics regarding this event. With the information available it is not possible to determine the relationship between the device and the event. Inspection of the returned product revealed a leakage in the balloon at the position of the distal marker band. No evidence of balloon surface abrasions or marker band anomalies were noted. Lot history review revealed this to be the first complaint of this type reported for this sterile lot number. Review of the manufacturing records revealed no anomalies that can be associated with the reported complaint. The lot was found to have passed burst pressure testing prior to release. The exact cause for the balloon burst could not be determined.

Event description:
The balloon burst at low pressure. There was no report of any adverse effects to the patient. The target vessel and other procedural factors were not presented in the report,and as per the reporting affiliate,no patient or additional procedural information is available. The product has been returned for evaluation and testing;however, the engineering evaluation has not been completed.